Manufacturer narrative:
The returned driver was evaluated. The tip was found to have broken off. The cause is attributed to a torque force which exceeded the mechanical strength of the driver tip. A design enhancement to reduce recurrence of this issue has been made; this device was manufactured prior to this enhancement. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling provides instructions on proper device usage.

Event description:
It was reported that a driver was found worn after being used to install screws during surgery. However, device evaluation by zimmer biomet spine personnel found that the tip of the driver had broken off. There were no reported surgical impacts.